Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the outer shaft tip of the tricut blade was broken while drilling. The break resulted in a fragment(s), but no fragment fell off into the operative field. There was no patient impact.

Manufacturer narrative:
Product analysis: visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley and proceeded to the second proximal valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a cw direction which resulted in the observed break. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.